Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not operating on battery power. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not operating on battery power. It was reported that the device operates fine on ac (alternating current) power. The customer stated that the device was displaying 16.17 volts on the battery, but when the device is disconnected from the ac power, the device shuts down. During troubleshooting, the battery was replaced with a different battery, but the issue reoccurs. The suspected battery was then tested on a different device, and the device operated as expected. The rse recommended replacing the power management board; the part number for replacement was provided.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.